Event description:
It has been reported that during the procedure the dilator of this device was defective. Reportedly, the dilator repeatedly backed out of the sheath when resistance was met. It was necessary to remove and replace both the sheath and dilator. There is no report of pt injury. The device is not being returned for our analysis.